Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during the visual evaluation, an anomaly was observed on the anterior view of the device, consistent with a crease/fold. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Breast pain and ptosis complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis, pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel smooth uhp, 700cc silicone breast implants which the left side ruptured and patient also experiencing bilateral pain and ptosis after implantation. Rupture discovered during replacement surgery. As a result, patient underwent bilateral mastopexies and bilateral removal and replacements as follow: left replaced with cat#: 3505004bc sn#: (B)(4), and right replaced with cat#: 3505004bc sn#: (B)(4) on (B)(6) 2020. This report is for the right implant.

Manufacturer narrative:
On august 4, 2020 mentor became aware mistakenly coded breast ptosis as 2620 on initial report. Please see the correct coding on h6. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).